Manufacturer narrative:
The device history records for the reported lot were reviewed, all required testing specs were not prior to release, there were no abnormalities noted.

Event description:
A pt ((B)(6)) was enrolled in the post-approval (B)(6) study for stress urinary incontinence. On (B)(6) 2012, the pt was injected with 1.0 ml coaptite, lot 1029319. On (B)(6) 2013, the pt developed urinary tract infection reported by a pt. The pt was treated with antibiotic cipro x 2 week. Per physician, the event was of mild severity and definitely not related to coaptite.